Manufacturer narrative:
E1. Initial reporter address: (B)(6). Investigation summary: material #: 364314 lot/batch #: 3193015 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd preset¿ arterial blood collection syringe to collect a blood sample from a patient on continuous blood purification therapy, the syringe leaked blood, causing air to enter the hemofiltration line. The issue was promptly detected, the syringe was replaced, and the air was expelled from the hemofiltration line. There was no report of adverse impact to patients or users.